Manufacturer narrative:
The tech adjusted the casters to repair the stretcher.

Event description:
Info received indicates one of the casters will roll when locked in brake. The caster would unlock as soon as the stretcher was pulled.